Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. All other damage found is consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion breaching the ring electrode cable lumen at the s-curve region.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's left ventricular (lv) lead exhibited high threshold. The lead was explanted and replaced. There were no patient consequences.